Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Stability and clinical review were conducted and found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle neo h meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider from a hospital reported that the nurse mixed up the blood glucose strips and ketone strips while testing on the adc blood glucose meter. It was further reported that several patients were hospitalized due to this and no further information was provided. There was no report of death or permanent impairment associated with this event.